Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified as no unanticipated risks, new failures, and/or new harms were identified. Olympus will continue to monitor field performance for this device.